Manufacturer narrative:
The ge rep conducted an onsite investigation. The filament control board was replaced and the high voltage connectors were cleaned. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not perform fluoroscopic x-ray. No pt injury was reported.